Manufacturer narrative:
Site reported that the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The lens is in process of being returned for evaluation.

Event description:
Site reported that the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was (B)(6) 2021.

Manufacturer narrative:
Site reported that the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was (B)(6) 2021. Visual inspection of the returned lens found the lens had been cut into multiple fragments. Visual inspection and optical testing of the lens found no issues with the lens.

Event description:
Site reported that the light adjustable lens was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event was (B)(6) 2021.